Manufacturer narrative:
E1 field: establishment address: due to limitation of text characters added here: (B)(6) date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the image disappeared involving an olympus bronchovideoscope. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.